Event description:
It was reported that the patient experienced issues with an artificial urinary sphincter (aus) leading to a procedure in which a new aus was implanted. Atrophy was suspected, and it was stated that they had no idea whether the patient experienced any additional adverse events. No more information available at the moment. Should additional information become available, it will be provided.